Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 40 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer's infusion set was last changed the day prior to the event. It was found that the customer had only been bolusing once a day for several days leading to the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.